Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The ''type a'' lesion was located in the calcified right coronary artery (rca). Direct stenting was attempted using a 2.50x12mm liberte bare metal stent delivery system, however, resistance was felt. The physician withdrew the stent delivery system and noticed some of the stent struts were torn away from the balloon. The procedure was completed with another of the same device. There were no reported patient complications and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The "type a" lesion was located in the calcified right coronary artery (rca). Direct stenting was attempted using a 2.50x12mm liberte bare metal stent delivery system, however, resistance was felt. The physician withdrew the stent delivery system and noticed some of the stent struts were torn away from the balloon. The procedure was completed with another of the same device. There were no reported patient complications and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that the hypotube was kinked at 4.3cm distal to the strain relief. This kink is consistent with excessive force having been applied to the shaft. An examination of the crimped stent identified that some stent struts were lifted in the mid to proximal section of the stent. No other damage was visible with this device. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).